Event description:
Reference number (B)(4) event occurred in argentina. It was reported that patient faced infusion set came off and tape not sticking event on (B)(6) 2026. No further information available.